Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery (cfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 8fr and to complete the evar procedure the sheath was upsized to a 20f. Reportedly, one suture broke during knot advancement and hemostasis was achieved with the remaining one suture of the prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.